Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend of a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Consumer said the patient tried changing from program 1 to program 2, but got shocked. The caller said the patient eventually turned their device off and the shocking stopped. Shortly after, they discovered that they had breast cancer so they decided not to use the device again until they have time to work with it (breast cancer is unrelated to device/therapy). Seven days later, consumer said they were feeling the shocking sensation again when they went to make sure therapy was off. They added that they don't recall turning stimulation back on. They also said stimulation sensation would get stronger when they pressed the decrease stimulation button. As a result of what was reported, consumer was redirected to the healthcare provider (hcp) to discuss shocking and turning the device back on when desired. No further patient complications have been reported as a result of this event.